Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
This is an olympus loaner device that was inspected upon return from customer and found to have a loose shaft and air leak in the light guide corrugated tube. The device was then sent in to the service center for repair. There is no patient involvement. Upon evaluation of the device it was observed that the objective lens (ob) adhesive is peeling. This is attributed to physical or chemical stress. This medwatch is being submitted for the reportable issue of the ob lens adhesive observed to be peeling during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the objective lens (ob) adhesive is peeling. This is attributed to physical or chemical stress. Other observations for the device are: looseness of the insertion pipe; air/water leak is caused from pierced universal cord; air/water leak is caused from pierced bending section; distal end rubber coating (a-rubber) adhesive is missing due to physical or chemical stress; insufficient angle; video connector and video connector case have a crack due to physical stress; and video connector label is peeling. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.